Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up after receiving a patient notification alert. The right ventricular lead exhibited high capture threshold and high, out of range, pacing lead impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.